Event description:
It was reported that during a thoracotomy procedure, the surgeon fired the device twice and on the third firing, the device started to fire staples and the cut line jammed; some of the staples were malformed. When they observed the staple line, the tissue appeared to have been 2/3 of the way into the jaws of the device when fired. They used a second device and completed the procedure. There was no consequence reported to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Third. What color (blue/gold/green) was used? Green. Was the cartridge loaded with the retaining cap on? Unk. Was there an attempt to load the cartridge proximal end first (like an endocutter)? Unk. Did anyone move the firing knob to the left or right after loading the device but before firing? Unk. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)?no was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed and a partial fire. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)?unk. Was a leak test completed? Unk. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unk. If the device locked out, did it lock out on tissue or prior to use on tissue? On tissue. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Unk. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? Unk. Was another stapling device involved? No. What were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient¿s health/surgical outcome? Unk. How long has the surgeon been using this device for this procedure? Unk. What predicate device was used by the surgeon? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. Where was the location of the malformed staples; distal, proximal or in the middle of the staple line? Distal. Where the malforms on the line closest to the cut line or in all of the rows? Rows. Where the staple legs unformed or did they have irregular shapes? Some formed.

Manufacturer narrative:
(B)(4). Swing tab detached/missing. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload had the five most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.